Event description:
A report received from a home pt's (hp) nurse (rn) stated the hp had been diagnosed with peritonitis is 2003. Reportedly, hp experienced constipation and cramps in 05/2003, but waited until the clinic visit in 2003 to report these symptoms to the rn. The rn reported the hp's effluent was cloudy. The hp was given a loading dose of flucytosine, 1000 mg oral (po), and was instructed to take flucytosine 500 mg po everyday for 6 weeks. In addition, the hp was instructed to take fluconazole, 200 mg po everyday for 6 weeks. In 05/2003, hp was hospitalized in connection with a peritonitis episode. During the hospitalization, hp's catheter was removed and hp was transferred to hemodialysis. Limited info was available regarding the hp's treatment while in the hospital, and the hp was released from the hospital in 06/2003. Based on the absence of peritonitis symptoms, the rn reported the hp is fully recovered; however, a follow up culture of the hp's effluent was not performed.